Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op and post-op diagnosis of l3 levoscoliosis with associated l2-4 stenosis. The patient underwent following procedure: left anterolateral thoracolumbar retroperitoneal approach to lumbar spine. L2-3 and l3-4 dis kectomies. L2, l3 and l4 partial vertebral carpectomies through a thoracolumbar approach. Anterior arthrodesis at l2, l3 and l4 for spinal deformity. Application of structural allograft at l2-3 and l3-4 interspaces. Placement of bone morphogenic protein within l2-3 and l3-4 interspace. Anterior instrumentation at l2, l3 and l4. L2, l3 and l4 laminectomies with removal of abnormal facets. L 1, l2, l3, l4 and l5 posterior segmental instrumentation . L 1, l2, l3, l4 and l5 posterior and posterolateral arthrodesis for spinal deformity. Harvesting of local morselized autograft through same incision. Placement of morselized autograft, actifuse and bone morphogenic protein from l1 through l5 bilaterally. Intraoperative fluoroscopy. Neurophysiology testing for eight hours. Neuromuscular junction testing for eight nerves total at l2, l3, l4 and l5 bilaterally. Per op-notes, "...a 43 mm plate was selected which would span the l2, l3, and l4 regions and this was secured to the l3 vertebral body with the appropriate 22 mm by 5 mm screw .... Of note, an electrified pedicle finder, using the nuvasive system, was used for placement of screws at l2, l3, l4 and l5 bilaterally. The following screws were placed. At l1, 6.0 by 50 mm screws bilaterally; at l2, 6.0 by 45 mm screws bilaterally; at l3, a 7.0 by 45 mm screw on the left side, at l4, 8.0 by 50 mm screws bilaterally; at l5 8.0 by 50 mm screw on the left side and an 8.0 by 50 mm screw on the right side. Having placed all of the screws in ideal location, as verified by fluoroscopy the nuvasive system was then used to stimulate each screw in order to confirm that no direct nerve stimulation had occurred. .." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.